Event description:
It was reported that the right atrial (ra) lead experienced a spike in thresholds to a high level. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.